Event description:
Situation: micu rn - blood culture team member - attempted to draw a blood culture using a three way, 3cc syringe and a 20cc syringe with a 23ga butterfly. He had collected the waste in the 3cc syringe and was beginning to draw back on the 20cc syringe which was filling when suction was suddenly lost. He realized that there was a pinhole in the 20cc syringe and as soon as the plunger moved beyond the hole, he lost suction and aborted the draw. Background: patient was a very difficult stick and the rn opted not to use the "bypass" device which is currently being trialed in the micu. Assessment: defective 20cc bd syringe, ref# 303310, lot# 2326623. Recommendation: determine if this is an isolated event. Syringe (blood filled) and 3-way double bagged with 20cc syringe packaging and patient label in the basket outside [redacted name] office on np 10. Other reports have been filed with issues with this product at different hospitals within our health system. (B)(4). Manufacturer response for 20ml syringe, (brand not provided) (per site reporter) made aware of multiple syringes found across our health system as the reports came in.